Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve scratches. As stated on the repair statement high pressure, not switching.